Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Device remains implanted. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A study alert from the pivotal aaa 17-01 (tambe) clinical study was received: on (B)(6) 2022, a male patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. Several gore® viabahn® vbx balloon expandable endoprosthesis (vbx device(s)) were implanted as side branch devices. The vbx devices were implanted in superior mesenteric artery (sma), celiac artery, left and right renal arteries. On july 29, 2024, during a 24-month follow-up, computed tomography angiography (cta) imaging was performed. Device ovalization of the vbx device in the right renal artery side branch component within the aorta just distal to the right renal artery portal gold ring was observed. During this follow-up, all branch devices were noted as patent and there were no vbx device wire fractures reported. No reintervention is scheduled at this time.

Manufacturer narrative:
Updated: h6 - investigation conclusion code. This complaint was initiated based on information received from a study alert from the pivotal aaa 17-01 (tambe) clinical study. There are no items to evaluate relative to the reported complaint therefore, the primary reported failure mode concerning implant 'ovalization' could not be independently confirmed. The cause for the complaint could not be established with the available information.